Event description:
It was reported that the tip of the tracheobronchial stent graft delivery catheter and the marker band detached during stent graft deployment. The device was advanced without difficulties to the target site. However, prior to the stent graft deployment, the physician encountered resistance and during deployment of the stent graft, the tip of the device along with the marker band separated. Reportedly, the marker band was on the distal end of the stent graft and the distal end of the stent graft remained compressed. The device fragment remains inside the pt and was lodged between the stent graft and the vessel. The lesion was successfully treated with another stent graft. There was no report of injury to the pt. The procedure included treatment of an av graft in the subclavian area extending to the svc.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The stent graft remains implanted; however, the delivery system has been returned. The evaluation is currently underway.